Event description:
The consumer was going down his driveway to cross the street to (B)(6) in the dark. The consumer was crossing a four lane highway and going over the curb, when the rubber allegedly came off the drive wheel and caused him to be thrown from the chair. The urethane allegedly came completely off the left side. The consumer allegedly went to the emergency room later the same day. No serious injury is alleged.

Manufacturer narrative:
Invacare (B)(4) will be filing this MDR on behalf of invacare (B)(4) who will be notified by a manufacturer notification letter. RMA 859443857 has been issued for the return of the device. Invacare tracer sx5 wheelchair user manual part no. 1110550 provides the following warnings for the consumer. On page 5, the following warning is provided for understanding the user manual. It is unknown if the consumer read and fully understood the manual prior to use. "Do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. A qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures specifically indicated in the manual." On page 12, this warning states the importance of not going over curbs. It is unknown if the rubber wheel came off prior due to the maneuvering over the curb or as a by-product of the tipping incident. "Do not attempt to ride over curbs or obstacles. Doing so may cause your wheelchair to tip over and cause bodily harm to you or damage to the wheelchair." On page 18, there is a warning for tipping the device. It is unknown if the consumer was using assistance getting over the curb. It is unknown if the consumer allowed the wheels to drop the last few inches to the ground as described below. "Warning - tipping - do not tip the wheelchair without assistance. When lowering the front casters of the wheelchair, do not let the wheelchair drop the last few inches to the ground. This could result in injury to the occupant and/or damage to the wheelchair."